Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needles have come out while injecting and were stuck in leg [needle issue] one needle stuck in stomach [needle issue] case description: this serious spontaneous case from the united states was reported by a consumer as "needles have come out while injecting and were stuck in leg(needle broken)" with an unspecified onset date, "one needle stuck in stomach(needle broken)" beginning on (B)(6) 2023, and concerned a 71 years old male patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "device therapy". Current condition: type 2 diabetes mellitus (duration unspecified). Concomitant products included - novolog flexpen(insulin aspart) solution for injection, 100 iu/ml. On an unspecified date, a part of the novofine 32g 6 mm needle had come out of the needle capsule and got stuck in their leg while performing injection with novolog flexpen. Furthermore, on (B)(6) 2023 (reported as 3-4 weeks ago), a novofine 32g 6 mm needle got stuck in the patient's stomach and their healthcare provider stated that they would have to get x-rays and have the needle removed. Batch numbers: novofine 32g 6 mm: requested. Action taken to novofine 32g 6 mm was not reported. The outcome for the event "needles have come out while injecting and were stuck in leg(needle broken)" was not recovered. The outcome for the event "one needle stuck in stomach(needle broken)" was not recovered. Preliminary manufacturer's comment: (B)(6) 2023: the relevant information on device batch number, needle re-usage, improper use, training from health care professional, and storage are unavailable for complete causality assessment. Elderly age of the patient is a risk factor for needle break and injury with needle.

Event description:
Case description: investigation results: product - novofine® 32g tip 6mm. Batch number- unknown . The product was not returned for examination. Novofine® 32g tip 6mm. Current location of device: unknown. Period of use was not reported. Since last submission, the case has been updated with the following information: investigation results were updated. Annex b, c, d and g codes were updated. Narrative updated accordingly. Final manufacturer's comment: on 01-aug-2023: the relevant information on device batch number, needle re-usage, improper use, training from health care professional, and storage are unavailable for complete causality assessment. The suspected device (novofine 32 g 6mm) has not been returned to novo nordisk for evaluation. Batch number of device is not available, no batch trend analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine 32 g 6mm. Elderly age of the patient is a risk factor for needle break and injury with needle. H3 continued: evaluation summary. Product - novofine® 32g tip 6mm. Batch num- unknown. Results - no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.